Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The product details were not provided. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the device manufacture date (h4) could not be determined.

Event description:
The customer from canada reported that she ran control tests with the ascensia meter. No specific product details or readings were provided. The meter did not automatically mark the readings as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.